Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1909mcc0864.

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported problem was reproduced during test in a reference ventilator. The nozzle unit that was placed in the air gas module had a sticky membrane and causing the reported problem. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after (B)(4) hours of operation. According to received information the nozzle unit was changed in may and failed prematurely. We could trace back the reported problem to (B)(6) 6, therefore the date of event was determined as (B)(6)2018.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed safety valve and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).